Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6mm x 10cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter would not exit through a 5fr 10cm tibial pedal rain catheter heath introducer (csi) after inflation. The balloon was fused into the rain sheath and the powerflex pro balloon catheter, rain sheath, and unknown access guidewire were all removed together. Manual compression was used to achieve hemostasis and there were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The access vessel was the anterior tibial. The balloon was inflated to 10 atm during its use, and there was no difficulty deflating the balloon. No damage was observed on the sheath after its removal. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. As reported, the balloon on a 6mm x 10cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter would not exit through a 5fr 10cm tibial pedal rain catheter heath introducer (csi) after inflation. The balloon was fused into the rain sheath and the powerflex pro balloon catheter, rain sheath, and unknown access guidewire were all removed together. Manual compression was used to achieve hemostasis and there were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The access vessel was the anterior tibial. The balloon was inflated to 10 atm during its use, and there was no difficulty deflating the balloon. No damage was observed on the sheath after its removal. The device was returned for evaluation. A non-sterile ¿powerflexpro 6mm10cm 135¿ catheter was received for analysis, inserted within a 5f radial csi sheath. Upon unpacking, the device was visually inspected. Multiple attempts were made to remove the powerflexpro catheter from the radial csi, but they were unsuccessful. The catheter was found to be tightly lodged within the cannula. The entire length of the radial csi cannula exhibited an ¿accordioned¿ deformation. Approximately 37 cm from the distal tip of the catheter, a 12 cm segment of the shaft displayed a lighter discoloration consistent with material elongation. Additionally, a severe kink and twist were observed in the catheter shaft, approximately 15 cm from the distal tip, corresponding with the proximal edge of the csi cap. No other notable abnormalities were identified. An insertion and withdrawal test was attempted; however, several efforts to extract the powerflexpro catheter from the radial csi were unsuccessful. Therefore, the insertion/withdrawal through csi test could not be completed. The ¿balloon withdrawal difficulty through guide/sheath¿ was observed during analysis of the returned device. However, the exact cause cannot be determined. Device analysis confirmed the catheter was lodged tightly within the csi, with significant deformation observed along the shaft, including accordioning, elongation, and severe kinking. These findings are consistent with excessive friction and resistance during withdrawal. This mechanical interference prevented successful removal through the introducer, resulting in extraction of the entire system as a unit. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. If resistance is met during manipulation, determine the cause of the resistance before proceeding. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ based on the available information and product evaluation, there is no evidence to suggest that the reported event was related to design or manufacturing deficiency. As such, no corrective or preventive action is warranted at this time.